Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted during which the surgeon noted the small bowel beneath the abdominal wall as freed up and dropped back into the abdomen. It was reported that the patient underwent repair of a recurrent ventral hernia on (B)(6) 2011 during which the surgeon noted several layers of mesh which were divided. Adhesions between the small bowel and the undersurface of the abdominal wall and indwelling mesh were noted. It was reported that the patient experienced severe pain, adhesions, inflammation, scarring, anxiety and stress. The patient had a previous mesh implanted on (B)(6) 2007 which is captured in separate files. No additional information is provided

Manufacturer narrative:
Date sent to the FDA: 02/25/2020.